Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed error 1660. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.